Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no patient on the device of this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no patient on the device of this issue. There was no harm or injury reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. After the philips se replaced the parts on the device, the device was placed back into service.